Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user continues to experience issues with macrobubbles and the arterial connector breaking. Arterial lock (red) cracked after treatment started. Patient was able to have blood returned, tubing was torn down and new tubing was restarted. No injury reported.